Event description:
The facility returned the device for service. During service testing, baxter service technician reported that channel c underlivered. The hosp rep stated they have no record of any patient incident involving the pup since the last baxter service event.